Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that the bd safetyglide¿ needle only, 25 g x 1 in. Was clogged. The following information was provided by the initial reporter: when the nurse attaches the needle to the syringe and tries to inject the medication, there is resistance. The medication does not flow.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 01-nov-2022 h6: investigation summary it was reported the needle was clogged. To aid in the investigation, one sample was provided to our quality team for investigation. A visual inspection was performed and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. Sample expelled the solution with a normal flow. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot number 2055263. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported could not be confirmed.

Event description:
It was reported by the customer that the bd safetyglide¿ needle only, 25 g x 1 in. Was clogged. The following information was provided by the initial reporter: when the nurse attaches the needle to the syringe and tries to inject the medication, there is resistance. The medication does not flow.